Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirms the tip of the device broke off. The broken piece was returned with the device. This device shows signs of significant wear/use. This device was manufactured in 2006. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the surgeon was trying to ream and both reamer handles broke at the drill inserter part of the reamer handle. It was outside the patient. The procedure was completed without delay with a smith&nephew backup device. No patient harm was reported.